Event description:
Olympus (oth) was informed that the customer high-definition liquid crystal display monitor was returned to the olympus repair center for a reported bezel or monitor frame is broken and self-reboots with no image. No death, injury or harm was reported to olympus.

Manufacturer narrative:
Additional information was requested from the customer regarding the details of the reported event is pending. The subject device was returned to the olympus repair center. The service evaluation confirmed the customer¿s reported issues. The self-reboot with no image was due to the failure of the printed circuit board. Also the cracked/broken bezel frame of the device was confirmed. The device history records (DHR) was reviewed and it was confirmed that the device met standards at the time of shipment. The investigation by the legal manufacturer determined that there is no manufacturing, material or processing related cause for the reported auto restart / no image failure. Based on the repair inspection the potential cause of the power to turn off after a few seconds of powering on can be due to the failure of the printed circuit board. The cause of the printed circuit board failure cannot be conclusively determined.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer, and to correct d5.

Event description:
Additional information was obtained from the customer on 05-sept-2022: the customer's reported event (monitor frame has broken and auto restart sometimes) occurred during inspection before use. The unknown procedure was successfully completed using a similar device.